Event description:
A distributing customer reported that a leak occurred at the luer connection between a disposable drug reservoir and administration set. The leak was observed by the patient approximately 6 hours after the start of infusion. Based on information acquired from the user facility, the female luer on the reservoir developed a crack. There was no patient injury associated with the event.